Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2108-50m, serial #: (B)(4), description : scs lead kit, phase 2 sterile package; model #: sc-3108-25, serial #: (B)(4), description : scs lead extension kit sterile package.

Event description:
A report was received that the scs system was non-functional. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had frequent ipg charging. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician preference. No device malfunction was suspected. The patient was doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the scs system was non-functional. The patient will undergo an ipg and lead replacement procedure.